Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 432 mg/dl; cause was unknown. Customer attempted to treat bg with a correction bolus via the pump. Customer was subsequently treated with intravenous fluids of saline and 2 shots of 4 units of insulin and settings change to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.